Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation (B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: no insulin delivery defect was found. Multiple occlusion alarms observed in the black box; the occlusion alarms are preceded by a constant rise in force. An occlusion was induced and the pump gives the appropriate visual and audible "occlusion detected" alarm. Rewind, load cartridge, and prime steps performed successfully with no alarms. A force sensor calibration test confirmed the sensor is detecting correct force. Daily insulin delivery totals correctly reflected programmed basal rates. No data in black box or download histories from time of reported high blood glucose, due to continued use. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications. No occlusions occurred during testing.

Event description:
The patient reported that on (B)(6) 2011 he experienced a blood glucose (bg) of 546 mg/dl while using the pump. The patient was able to deliver a correction bolus with the pump which decreased his bg to 452 mg/dl. The patient subsequently removed the pump to treat with injections; the patient was reportedly admitted to the hospital the next morning, (B)(6) 2011, with a bg of 900 mg/dl and the patient was vomiting blood. The patient was reportedly diagnosed with a bleeding ulcer at the hospital. The patient reported that he received six occlusion alarms between (B)(6) 2011 and (B)(6) 2011 and per the pump history did not receive the full amount of the boluses. The patient confirmed that the cannula was not bent and there was no redness, bleeding, or hardness at the site. The patient reported that he rotated sites appropriately and has not had any issues when inserting the infusion set. This report is made based on the allegation that the patient experienced hyperglycemia on (B)(6) 2011 while using insulin pump therapy.